Event description:
The user facility's biomedical engineer (biomed) reported that during preventative maintenance (pm) of the device, the over-temp 43+ degree thermostat did not work properly, as the cooler heater unit went to 46+ degrees when testing. The over-temp light did not come on either. Since the event occurred during preventive maintenance, there was no pt involvement.

Manufacturer narrative:
The biomed is planning on replacing the over-temp thermostat.